Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated MDR #s 1225714-2014-05438, 1225714-2014-05439, 1225714-2014-05440 and 1225714-2014-05441.

Event description:
The plaintiff's attorney alleged that the decedent experienced anoxic encephalopathy on or about (B)(6), 2011 and subsequently expired on (B)(6), 2011 after the use of the product.